Manufacturer narrative:
Based on the completed investigation, the adhesive marks are residue from medical tape used to secure the universal cord during clinical use. The root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: (B)(4) rev.: 16. Section: chapter 3 preparation and inspection. IFU document no.: (B)(4). Rev.: 9. Section: chapter 3 cleaning, disinfection and sterilization procedures. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, adhesive marks were observed on the gastrointestinal videoscope's universal cord. There was no patient involved.